Event description:
Clinic notes were received indicating that the magnet mode output current for the vns patient¿s device was decreased because magnet mode stimulation on-times caused the patient¿s seizures to last longer. The patient achieved seizure reduction with increased duty cycle and better tolerance with decreased normal mode output current. It was noted that the patient was coughing and had tightness in the throat during stimulation on-times. No further information relevant to the event has been received to date.